Manufacturer narrative:
Analysis of the catheter found no significant anomaly. The sc catheter connector had a non-significant indent in the seal that did not affect infusion. Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided on 2017-jul-11 from a healthcare provider (hcp). The caller's initial statement of the "pump did not function appropriately" was clarified that the pump was not functioning at all. The patient reportedly experienced no relief and shaking in their bilateral lower extremities beginning on (B)(6). A dye study was performed on (B)(6) and the study failed. It was determined that the patient's pump was clogged. The patient was released from the outpatient procedure but the shaking continued and the patient's hcp decided to remove the pump. The pump serial number was reported as (B)(4). The patient's symptoms began on (B)(6) after the patient was released from the pump implantation. The patient's symptoms were described as spasticity in the hands and legs, spotty itching, and anxiety. The patient was given po baclofen at the time, which did not fully cover the issue. It was believed that the issue had been resolved. The pump was released on (B)(6)2017 to the manufacturer's representative for return and analysis. The patient's weight at the time of the onset of the symptoms was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient had withdrawal symptoms, was itching, spasticity was worse, and felt like her skin was crawling. The catheter was explanted and replaced on (B)(6) 2017. The outcome was resolved without sequelae on (B)(6) 2017. The etiology noted the event was related to the implant procedure. No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) and clinical study regarding a patient who was receiving lioresal (2,000 mcg/ml at 431.3 mcg/day) via an implantable pump for intractable spasticity and multiple sclerosis. The patient had their pump replaced on (B)(6) 2017. The next morning, they contacted their hcp to report she was not doing well at all. She was itching, had itchy palms, her legs were jumping, she was not able to sleep all night, she was very spastic (stiff as a board), and had a rash on her face. Three days prior, the patient started an antibiotic to treat a urinary tract infection (uti). The patient had called her urologist to inform them of her symptoms, and the urologist changed her antibiotic to cephalexin. Oral baclofen was called in, the patient was asked to start taking it, and the hcp was going to see the patient the next morning. The patient was instructed that if her symptoms got worse, to go to the emergency room (ER). As the day went on, the patient reported that her whole body was shaking uncontrollably, and was asked to go to the ER. The patient ended up going to the ER, and was admitted. It was noted that the event resulted in in-patient hospitalization. The clinical diagnosis was withdrawal symptoms. A catheter access port (cap) contrast study was scheduled for (B)(6) 2017 to see if the catheter was patent post-implant. The dye study was done under fluoroscopy. The hcp went into the side port, but drew back blood tinged fluid (also reported as blood initially that came back). The hcp asked a nurse to assist, and drew mixed blood and cerebrospinal fluid (csf) (light pink looking fluid). After repositioning the needle, the hcp was able to draw back clear fluid. It had looked as though a clot or tissue was blocking/clogging the tip of the catheter. The device diagnosis was catheter occlusion. Medical or non-surgical intervention was performed to clear the catheter. Afterward, the results of the dye study showed catheter patency. The patient¿s dose was cut in half, and they were kept overnight to monitor symptoms. It was noted that the patient was doing well despite their dose being cut in half. The rep believed they were going to discharge the patient. The event was considered related to the device/therapy. It was noted that it was related to the lumbar/pump portion of the tip, although the occlusion thought to be at the catheter tip. The event was also possibly related to the implant procedure. The patient came back on (B)(6) 2017 for an increase in her dose. The event of catheter occlusion and withdrawal symptoms was considered resolved without sequelae as of (B)(6) 2017. Additional information was received. The hcp called a rep on (B)(6) 2017 to report that the patient was itching again, and had increased spasticity/spasms. The hcp decided to have the patient admitted, and to change out the entire system. The hcp would be performing the surgery on (B)(6) 2017. The rep would report if anything was noted during the case. The plan was to pick up the pump and catheter to send back to the manufacturer. It was noted that gablofen was used in the last pump exchange, but the hcp was requesting lioresal be placed in the new pump. The admission orders from (B)(6) 2017 were received. The diagnosis upon admission was multiple sclerosis and spastic paraparesis. A pump failure/malfunction was reported. It was noted that the patient would have npo (nothing by mouth) after midnight, due to the pump/catheter replacement the next day. The patient would continue their home medications, and have their vitals checked every 4 hours. A complete blood count (cbc), basic metabolic panel (bmp), blood type and screen, and coagulation (pt/inr) (prothrombin time/international normalized ratio) studies would be performed. The hcp was to consult neurosurgery for the lioresal 2,000 mcg/ml. The dose was to be set at 215 mcg/day after replacement. The daily dose upon admission was noted to be 330.5 mcg/day (simple continuous mode). The pump was interrogated by the nurse, and the reservoir was accessed and the residual pump volume was aspirated. The pump was reprogrammed; the dose was increased by 30% up to the original dose of 429.9 mcg/day. A physical exam was performed. A mental status exam was performed and was normal. For language, no dysphasia/aphasia was observed. Cranial nerves ii-xii were observed. For ii, visual acuity and visual fields were intact. For iii, IV, and vi, the extraocular motions were intact. For v, sensation to the face and masseter strength were intact. For vii, facial strength was intact bilaterally. For viii, hearing was intact. For ix and x, there was normal movement of the soft palate and normal gag. For xi, shoulder shrug was intact bilaterally. For xii, there was no tongue deviation with protrusion. Motor strength was normal in all muscle groups. Spasticity of both legs was present, but the motor survey was normal. Generalized hypertonicity was observed. The reflexes were normal. No involuntary movements were seen. The cerebellar function was normal. The patient was spastic bilaterally, but the gait and station were normal. No sensory abnormalities were noted. The patient had severe spastic tone with clonus in legs, itching in palms, and anxiety. The patient would rather have some tone as opposed to being too loose. An assessment of the admission was provided. It noted severe spastic paraparesis, also reported as paraparesis of lower limbs, multiple sclerosis, major depression (recurrent), chronic hip pain, and dystonia. Future appointments included refills on (B)(6) 2017, and an appointment with a hcp on (B)(6) 2017. The patient¿s concomitant medications included sertraline hcl (100 mg oral tablet; 1 tablet, twice daily), ampyra (10 mg oral tablet, extended release 12 hour; 1 tablet twice daily), clonazepam (0.125 mg oral tablet, dispersible; 1 tablet, twice daily as needed), copaxone (40 mg/ml subcutaneous solution, prefilled syringe; inject 40 mg 3 times weekly), jevantique lo (0.5-2.5 mg-mcg oral tablet; 1 tablet daily), clonazepam (0.5 mg oral tablet; 1 tablet everyday), and myrbetriq (50 mg oral tablet, extended release 24 hr; 1 tablet daily). The patient¿s medical history included dystonia and multiple sclerosis. The patient had no known drug allergies. The patient¿s family history included colon cancer. The patient¿s surgical history included implantation of programmable pump and catheter, and refill/maintenance of said pump. The patient was never a smoker.